Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: lot 7m01885 was manufactured on 12/12/2017, line convex 2 pc 2, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 11/16/2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 404593 system application product (sap) material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Investigation conclusion: based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented and defects simulation, the specific root cause could not be identified. Nevertheless, there are seven (07) conditions that could be considered, based on objective evidence and expertise, as contributor factors for this event and, one (01) opportunity for improvement were found: 1. Materials investigations fabric rolls not rolled uniformly. No welded or over welded flanges. 2. Process/methods investigation wrong adhesive tape used for joint fabrics rolls. Opportunities for improvement: introduce qc tooling used for quality inspection purpose in the calibration program to guarantee measurement assurance. 2. Machinery / equipment/ software investigation different movement relation vs cardan in the yamaha arm pads if the cognex cameras of the vision system is not clean in the vision system, the model in the system is not centralized when the yamaha is not adjusted if the web index is moved, due to the positioning of the vision system no issues were identified for manpower, measurement and environment investigations. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2019-10928 / device 10 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that upon visual inspection, it was found that the wafer had an off-centered starter hole. This was noted prior to use and the product was not used. No photo is available at this time.